Event description:
A report was received that during a lead revision surgery, one of the paddle lead contacts came loose. The paddle lead was then explanted, and replaced with a new lead. The pt was reportedly doing well post-operatively.